Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the damage on reported 8mm maryland bipolar forceps instrument was noticed intraoperatively. Customer described that insulation on bipolar instrument was noted to be torn out. No fragment(s) fell inside of the patient's anatomy. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient information was not provided. Failure analysis and engineering team investigations conducted on reported instrument revealed that it had a broken grip cable. The probable root cause of the grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and could not reproduce to be related to the customer reported complaint. There were no broken conductor wires observed during visual inspection. The instrument passed the continuity test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint was not confirmed by failure analysis. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the maryland bipolar forceps instrument was found to have a broken conductor wire. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with a backup instrument of the same kind. No known impact or patient consequence was reported.